Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was implanted and removed due to unspecified mechanical complication. A different lens model was implanted as the replacement. Suture was placed but incision was not enlarged. Additional information has been requested but has not been received.

Manufacturer narrative:
The lens was returned to b+l for evaluation. Visual inspection found a part of the optic is cut off. One haptic is bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined.